Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2016-00691. The patient reported he had been hospitalized (date unknown) due to a blood clot following a trial procedure.